Event description:
It was reported that during implant attempt, the helix would no longer advance after two repositioning attempts. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found a tip seal problem, the distal conductor has blood/body fluid in it (not obstructed), there is blood in/on the helix/lobe mechanism and sleeve head and the stylet is stuck in the lead distal coil. The helix would not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt.